Manufacturer narrative:
(B)(4). D10: 00630506236; liner standard 3.5 mm offset 36 mm i.d. For use with 62 mm o.d. Shell lot number 61085621. 00771101520; femoral stem 12/14 neck taper plasma sprayed press-fit cementless size 15 extended offset lot number 60743013. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2023 - 01523. The device will not be returned for analysis as it¿s location is not known; however, an investigation of the reported event is in progress. Once the investigation is completed, as supplemental medwatch will be submitted h3 other text : device location is unknown.

Event description:
It was reported pt underwent a revision procedure 13 years and 10 months post-implantation due to alval. There is no additional information available at the time of this report.

Event description:
There is no additional information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: h6: proposed component code: mechanical (g04)- head no product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.